Event description:
A doctor alleged that a patient had experienced discoloration in their restorations after placement with the maxcem elite clear product.

Manufacturer narrative:
Specific patient information with regard to age and weight was not provided. The office could not recall patient or incident details; however, the office reported that the patient had experienced discoloration in six (6) crowns. The doctor had re-done the restorations for the patient. To date, the patient is doing fine. The product was not returned; therefore, a 'color' and 'appearance' test of the retain sample were evaluated, yielding results within specification. The paste appeared to be homogenous and free from contamination. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.